Manufacturer narrative:
Date sent to the FDA: 04/14/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a mesh removal with a total abdominal hysterectomy on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced dyspareunia, apareunia, recurrence, urinary tract infections, dysuria, nocturia, vaginal discharge, and spotting.

Event description:
It was reported that following insertion the patient experienced dyspareunia, apareunia, recurrence, urinary tract infections, dysuria, nocturia, vaginal discharge, and spotting.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced microscopic hematuria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and urgency.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2010 for the treatment of pelvic organ prolapse and stress urinary incontinence. A pelvic floor mesh was implanted. The patient experienced multiple complications including erosion, formation of scar tissue, additional surgeries, and neurologic compromise to her structures and tissues. No additional information has been provided.